Event description:
Additional information received reported the onyx product was not included in the mpxr as a request from customer because it was not involved in the incident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device is reported associated with this event at this time base on additional information received which indicated some onyx was implanted at an unintended location which altered the surgical plan but did not cause any patient symptoms or complications. It was previously reported from the site only that there was no complication or patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter broke. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery. It was reported that during the treatment of the avm, hcp reported apollo catheter breakage. They didn´t report that the apollo catheter was blocked and they needed to do a lot of pressure in the syringe plunger. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include onyx liquid embolic. Additional information was received that the procedure was completed with a competitor's flow directed catheter. It was reported that the catheter separated, the tip broke from the rest and that the catheter ruptured with onyx. The tip of the catheter did not prematurely detach, and seemed that it was broken at a different point but the product has been seen and inspection would be able to determine if it was broken or detached. The root cause was not determined. Anatomy and pressure were optimal so there wasn't a cause determined. Additional information received reported there had been resistance when the liquid embolic agent was injected in the apollo catheter. The injection rate was followed per the IFU, slowly and controlled. It was noted that liquid embolic was implanted at an unintended location, close to the pericallosal artery but without complete occlusion. The catheter tip was removed. The decision was made to close the feeder vessel. No other medical intervention was required. The patient had no associated complication. The procedure was concluded with embolization of the feeder and plan for further embolization in another session.